Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when installing the water balloon, the balloon ruptured. The issue occurred during an endobronchial ultrasound-guided transbronchial needle aspiration procedure. No harm reported.